Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Low or blocked pump flow: clinical details indicate frequent suction events and episodes of low flow, which resolved after volume administration and p-level adjustments. The cause of the low pump flow issue associated with suction alarms was most likely related to patient condition, based on data log review and provided clinical details. Mechanical interaction with blood (hemolysis): clinical details confirm that hemolysis was resolved after volume administration. No relative pump's mechanical defect was found on the data log to justify the cause of hemolysis. The cause of the hemolysis was most likely patient condition-related, since the issue resolved with volume administration. Device in wrong position: echo showed the device was slightly deep at 4.5 cm from the aortic valve, but the team was not interested in repositioning at this time. The cause of the device positioning issue could not be determined without returned product investigation and sufficient clinical details. Access site adverse event (hematoma): clinical details indicate that after impella cp implantation, the patient developed a moderate-sized hematoma centered around the right iliac vasculature, extending into the pelvis and lower retroperitoneum, as seen on CT imaging. The hematoma was associated with a significant drop in hemoglobin and required transfusion of prbcs. The cause of the access site hematoma could not be determined without returned product investigation and sufficient clinical details. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp the patient had suction reported overnight but given fluid (total 3l lr) and was able to come back to p-8. Drop in hemoglobin from 10 to 7.6. 1-unit of packed red blood cells (prbc) infused. Recheck up to 9.1. Second unit ordered concern for rp bleeding after hemoglobin drop overnight, however, after results of cat scan without contrast returned positive for hematoma around right iliac extending into pelvis and retroperitoneum. Non-con providing limited info on whether extravasation is current. The plan currently was to trial wean the patient at p-4 and assess for readiness for explant vs upgrade to impella 5.5. Heart failure following, will consult cardiothoracic surgery pink-tinged urine also noted with lactate dehydrogenase over 1000. The pump was explanted and the 5.5 was placed.